Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was extravasation and overpressure in the shoulder as a result of swelling.

Manufacturer narrative:
Alleged failure: unusual flow of water coming out of the crossflow during the case and that the patient's shoulder swelled up resulting in a mottling to the skin. The crossflow was being operated at 50mmhg at the time. The surgeon immediately turned down the pressure to 30mmhg and the swelling resolved. The surgeon is monitoring the mottling of the skin. The account has been working with the crossflow on a pre-setting of 50mmhg prior to this event. The probable root causes could be: surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, software error, user settings, or inflow cassette inserted improperly. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was extravasation and overpressure in the shoulder as a result of swelling.